Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. After further review, it was determined that the patient received six appropriate treatments. One converter the arrhythmia to a slower rhythm. The other five failed to convert the arrhythmias to a slower rhythm.   The device was started up at 17:33:03 on (B)(6) 2022. At 18:41:27, an arrhythmia was detected. ECG shows vf. At 18:42:03, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was vt @ 270 bpm. At 18:42:30, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 18:42:56, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 18:43:25, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 18:43:58, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 250 bpm degrading to vf/fine vf with motion artifact with varying amplitudes. At 18:55:26, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was idioventricular rhythm @ 50 bpm with CPR/motion artifact. The electrode belt was disconnected at 19:04:59 on (B)(6) 2022. Per holter monitor the patient was last seen in asystole with CPR/motion artifact and electrode lead fall at the time of electrode belt disconnection. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.